Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d3. Common device name: tubes, vials, systems, serum separators, blood collection. E.1: initial reporter facility name: (B)(6). Investigation summary: bd received three photos for investigation. The photos were reviewed and a cracked female luer adapter and molded defect of excessive epoxy was observed in the photos. Additionally, 10 retention samples from bd inventory were visually inspected and did not show any signs of a cracked female luer or male luer molding defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes: damaged and molding defect. Bd has initiated further root cause investigation relating to the issue of cracked females luer through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, 1 device had a crack in the female luer and leaked. An inspection of another device showed a crack in the female luer as well as a molding defect between the male luer and cannula. There was no health impact or consequences reported.